Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a hawkone atherectomy device to treat a lesion in the superficial femoral artery (sfa) with moderate tortuosity. 6mm spider fx embolic protection was used. Spider .014 guidewire was used. Vessel was not post dilated. IFU was followed. It was reported that h1-m tip detached at hinge pin during procedure, exposing the stainless steel wire inside of the catheter. Damage was noted post procedure. Damaged component did not need to be retrieved from patient. Upon retrieving the device, the nosecone was reported as bent in half. After a few passes with the h1-m, physician saw that the nosecone did not look right and pulled the product from the patient. Physician said the nosecone was bent in half, but upon further review of the device, it was found that the hinge next to the cutter window was bent enough in a way that caused the catheter wiring to be exposed where the nosecone (silver) meets the catheter. Once retrieved, there was no plaque or calcium reported to be in the nosecone of the device. No successful cuts were performed using the device. After removal, no adverse events such as retrieval or embolization were reported. Patient was stable throughout the entire process. Patient will be brought back to treat with new device. No patient injury reported.

Manufacturer narrative:
Product analysis the device was returned with the handle broken and the drive shaft bent. There is a crack on the snap feature on the distal handle a visual inspection showed that the tip detached at the hinge pins as reported the hinge pins are still attached to the housing medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: section a2 and a4 updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.